Event description:
It was reported that a user experienced repeated dexcom g7 sensor issues, including prior sensor failures and a pairing failure, while using the ilet system; the user¿s blood glucose was 337 mg/dl at the time of the call, the ilet app was updated to current firmware, and the newly applied g7 sensor immediately entered warmup. Symptoms included hyperglycemia. Outcomes included continued system use with guidance to use bg run mode for up to 72 hours if the sensor fails and to monitor glucose. Investigation included technical troubleshooting and education, verification of software update, and coordination with the partner organization. Investigation of this case revealed that the sensor pairing failure was present prior to the update and that the newly applied sensor appeared to initiate normally with an immediate warmup. It was concluded that the event involved a g7 sensor failure and pairing failure with no injury reported and that continued monitoring and partner replacement actions were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.